Manufacturer narrative:
The investigation of saturated flow has been completed. The cut pump was sent back for investigation. Biomaterial was observed on the impeller and purge gap. No further investigation was performed due to the cut pump. Data logs were not provided for this case run. According to the clinician, the pump was explanted after suction alarms began occurring with low pump flows. The reported failure mode of saturated pump flow was changed to low pump flow as the investigated failure mode, based on the given clinical details. The cause of the low pump flow issue was most likely biomaterial, based on returned product review. D9 date device returned to manufacturer added. D6a implant date was inadvertently reported incorrectly on manufacturer device report 1220648-2024-25158. E4 should have been left blank on manufacturer device report 1220648-2024-25158. G2 report source; foreign was missing from manufacturer device report 1220648-2024-25158.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The doctor states that a patient on ecmella was on support for 3 days with no problems, for unexplained reasons suction alarms were occurring with lower pump flows. The doctor asks if a thrombus in the cannula could be responsible. The pump was explanted. The event had no effect on the patient's outcome. Additional information noted care was later withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.